Event description:
It was reported that the patient was having difficulty charging and connecting the charger to the ipg due to migration. An x-ray was taken and showed that the ipg had flipped in the pocket. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction suspected. The explanted ipg was not returned per hospital policy.